Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A service history review was performed and revealed that the previous servicing did not cause or contribute to the event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The cause of the iipv event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 00:38:11. During night drain cycle five, the patient's ultrafiltration reading was 1365ml, indicating the home patient drained 1280ml more than their maximum programmed fill volume of 1700ml. No additional information is available.